Manufacturer narrative:
No sample is available for the manufacturer to evaluate.

Event description:
The event is reported as: complaint alleges: the foley broke off at y site b/n the bulb and the pt connector. This occurred when attempting to insert the catheter, the catheter was removed, and another was used successfully. No pt injury reported. Pt condition is fine.